Event description:
It was reported that the pump battery depleted quickly resulting in the pump shutting off. A replacement pump was sent to resolve the issue. Customer¿s blood glucose level was 280 - 350 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a damaged pin issue was identified.